Event description:
It was reported that at the onset of pumping, the user attempted to set the date, and the screen went blank. The pump then began experiencing system error 7 alarms, and would not reset itself. The pt was switched to another pump with no associated complications.